Event description:
It was reported that the customer had a button error alarm on the insulin pump. Keypad was not responding. Customer's father stated that the alarm cannot be cleared. Customer just stepped out of the shower and was trying to use the pump when the alarm occurred. Customer's blood glucose level was 3.7 mmol/l. Customer treated with food. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump had a moisture damage noted on keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube noted during visual inspection.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).